Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was suspected of exhibiting loss of capture (loc) on the left ventricular (lv) lead. Technical services (ts) recommended evaluating this system in the clinic. No adverse patient effects were reported. This crt-d remains in service.